Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that users have observed volume remaining in the tubing after an infusion is complete. The IV tpa was expected to infuse over 1 hour as a weight based dose. Medication remained in the tubing after the pump alarmed infusion complete, therefore the patient did not receive the full dose within one hour as expected. No patient harm was reported.

Manufacturer narrative:
Based on new information from the customer that no under-infusion occurred, the file is no longer reportable.